Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months from the date the manufacturer became aware of the event.